Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one denali jugular introducer sheath and filter. Product packaging and label were returned for evaluation. During visual evaluation, the introducer sheath was noted to have residue throughout. What appeared to be a filter limb, was noted protruding from the center portion of the sheath. On functional testing attempt was made to retract the filter from the sheath and was successful as the protruding limb entered the introducer sheath. Resistance was felt during test. Filter did not deploy. The filter was noted to be at the distal end. A cut was made at the distal portion of the sheath. An in-house mandrel was used to deploy the filter. Therefore, the investigation is confirmed for the reported failure to advance as the resistance was felt during test and the identified for the material puncture / hole was noted protruding from the center portion of the sheath. A definitive root cause for the failure to advance and identified material puncture / hole could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2025).

Event description:
It was reported that prior to a filter placement procedure, a filter allegedly got stuck inside the sheath. There was no patient contact.